Manufacturer narrative:
A product sample was received and it is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Event description:
A physician reported that six patient's presented with toxic anterior segment syndrome post cataract surgery. The patient's were provided with various forms of treatments. In some patients, signs and symptoms have improved and others continue treatment. Additional information has been requested. This is one of six reports received from this facility. The manufacturer¿s reference numbers are 2018-34058, 2018-34490, 2018-34492, 2018-34495, 2018-34496 and 2018-34497.

Manufacturer narrative:
A necessary correction was identified. Corrected information has been provided in d.1, d.2, and g.5, the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
There was no deficiency detected before using the product. The surgery was completed. The phacoemulsification (phaco) tips are re-used and re-processed in five (5) of the six (6) patients. The events occurred with three (3) different surgeons in three (3) different days. No patient on the same day. The most common causes of toxic anterior segment syndrome (tass) are identified as follows in order of prevalence: inadequate flushing of phaco, irrigation/aspiration handpieces and cannulated equipment, use of enzymatic cleaners and detergents, use of reusable cannulas, inadequate cleaning of instruments, use of preserved epinephrine, reuse of single use devices, use of tap water with no sterile water final rinse, inadequate personnel or trays to allow proper preparation of instruments, no immediate cleaning allowing ophthalmic viscoelastic device (ovd) and surgical solutions to dry on instruments, use of preserved medicines in the eye, reuse of tubing for flushing, latex bulbs for irrigation, not training, no terminal sterilization, instruments stored on towels, touching of intraocular lens (iol) or patient contact areas of instruments with gloved hands, off-label use of lidocaine gel, poor instrument maintenance, autoclave residue, rust, particulates, lint, use of powdered gloves, additives added to balanced salt solution against directions for use (dfu) , improper use of prep solutions, detergents and cleaners, failure to follow manufacturer¿s directions for use, including no air flush, use of unapproved enzymatic cleaners, use of postoperative ointment in clear corneal cases, povidone-iodine placed in the eye at the end of procedures, incorrect concentration of detergents and enzymatic cleaners. The phacoemulsification systems are closed systems. They are operated with a sterile single use consumable cassette, which is designed to isolate the patient fluid path from the console itself. Any surgical instrumentation that would come into contact with the patient would be cleaned and autoclaved by the user prior to surgery, per standard industry practices and company directions for use (dfu). The proper cleaning and sterilization of ophthalmic surgical instruments can help prevent the occurrence of tass. These findings continue to validate the need to follow the recommendations detailed in the dfus, aorn recommended practices, and the ascrs tass task force guidance document. There is no evidence that the design or manufacturing of the system or phaco handpiece contributed to the reported event. The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. The system was manufactured on october 7, 2014. Based on quality assurance assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. One opened phacoemulsification tip was returned for evaluation for the report of toxic anterior segment syndrome (tass). The returned phaco tip was reused five times for complaints. The phaco tips were re-sterilized using two different statins. A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were five additional complaints associated with the lot for the reported issue, from the same customer entity, same phaco tip and same complaint issue. A visual inspection of the phaco tip was performed and deemed nonconforming. The bevel has wear around the edges of the bevel. The flange, threads, and nut corners all exhibit wear from being a handpiece. Small long scratches were present on the cannula surface. A box of six sterile unopened 30 degree reverse mini-flared phaco tips was returned. All tips were visually conforming. Phaco tips are 100% visually inspected by trained operators during the manufacturing process and are cleaned several times during the manufacturing process. The root cause cannot be determined conclusively. The customer did not retain a small parts kit sample for this complaint report; visual inspection or functional testing could not be conducted. A review of the device history record (DHR) indicates the order was built to specification. This product has been sterilized and all sterilization cycle parameters for this batch were verified for acceptability prior to release and re-examined after initiation of this complaint. This product has been sterilized and all sterilization cycle parameters for this batch were verified for acceptability prior to release and re-examined after initiation of this complaint. Parameters met specifications. A sample was not returned for this complaint. Without a sample, it is not possible to isolate the root cause. No balanced salt solution (bss) sample returned. Review of the complaint history shows no other similar complaints reported for this lot. Review of the preprocessing, compounding, filling, and packaging did not show any anomalies that may have contributed to the complaint condition. A single, normal level inspection for packaging non-conformances and particulate was performed by production and results were found to be acceptable. The utility, bioburden, environmental, and sanitization data was reviewed and found to be acceptable. The chemistry and microbiology test results were reviewed and found to be acceptable. This product is terminally sterilized and all sterilization cycles were reviewed and found to be acceptable. Review of the incoming components inspection showed the results to be acceptable. This product is filled on the line. The solution is filtered through 0.45 m polishing filters, which are pre and post filling integrity tested. Labeling associated with bss requires the user to not use unless outer over wrap is intact, product is clear, seal is intact and bag is undamaged. The product labeling for bss provides warnings, precautions, dosage, and administration instructions to ensure proper use of the product. The labeling states the use of additives with this solution may cause corneal decomposition. Instructions also state this is for single patient use only. Labeling associated with bss requires the user to not use unless outer over wrap is intact, product is clear, seal is intact and bag is undamaged. Additionally, it states under warnings: the use of additives with this solution may cause corneal decompensation. Stopper washing process: the stoppers are washed using the pharma-clean processor. The stoppers are received in a shipper. The stoppers are double bagged. Stopper bags are removed from the shippers, and placed on racks, which are transported into an area. There, the outer bag is removed, and the inner bag is emptied in the charging vessel where the stoppers are washed according to procedure. Line filling process: the filling process is performed by the automatic linear filling and sealing machine compatible to fill bags utilizing mass-flow technology and control. The empty bags are fed manually by two operators into a bag magazine in packages of 5-10 bags. The bags are automatically taken from the feeding magazine and are put into the port holders on the feeding conveyor. Empty bags are printed with batch variable data using a thermo printer and each bag is inspected with a camera inspection system. The printed bags are automatically picked up and are fed into the filling and sealing machine. In the filling and sealing machine, the bags are clamped and transported to stations on a servo driven belt and the stations move so that the four filling nozzles enter the fill ports (the filling process occurs automatically). A pressure peak equalizing tank compensates any interfering pressure peaks allowing the filler to fill all four bags to specification. The final head space inside the bags is balanced and the stoppers are inserted; stopper insertion depth is verified via camera inspection system. Aluminum seals are automatically fed from a vibrator bowl cap and positioned by grippers on the stopper in the bag port. A flanging device completes sealing and a camera inspects the height for correctness of sealing. Finished product is conveyed out of the filling room and is manually placed onto stainless steel trays/ racks for terminal sterilization. After sterilization, excess moisture is removed using compressed air nozzles and the air knife conveyor system. Using a backlit conveyor the bags are 100% inspected bags for moisture, particulate, leaking ports or any other visible nonconformance that may have resulted from the sterilization cycle. The bags then convey to the wrapping machine for overwrapping. Following overwrap, the bags are 100% inspected for moisture, leaks, part number, lot code, expiration and seal integrity of the overwrap. Surgical technique and product handling and storage are unknown. The sample was not returned for this complaint. Without a sample, it is not possible to isolate the root cause. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).